Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was part of a system revision due to impending erosion on the lower left corner of the pocket. Additional information received from the field representative that there was no breakage in the skin integrity prior to pocket revision. The device was now placed sub-muscular and on a tyrx pouch. There were no additional adverse patient effects reported. The lv lead remains in service.